Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 26mm sapien 3 ultra in the aortic position. During the procedure, the physician experienced difficulty advancing the 26mm sapien 3 ultra valve through the 14fr esheath+ at a steep angle, which resulted in several bent struts on the valve and split the esheath along the length. The valve exited the distal tip of the sheath. There was loss of integrity of the esheath. The valve was safely removed from the patient and a new 16fr esheath+, commander delivery system and 26mm sapien 3 ultra valve were prepped. The new valve was safely delivered with a great result. The patient did not have vascular trauma and left the room in stable condition.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, d9, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "frame damage" was confirmed based on returned device. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. The returned device was visually inspected for any abnormalities and the following was observed: three bent struts at inflow side, valve frame distorted/canted, three bent struts remained after post expansion at cp1, multiple struts exposed through skirt - which is normal after crimped and used, and leaflets wrinkled and dehydrated due to storage condition (prolonged crimping) during the return handling process. No functional or dimensional testing were able to be performed due to device return conditions. As reported, "during the procedure, the physician experienced difficulty advancing the 26mm sapien 3 ultra valve through the 14fr esheath+ at a steep angle, which resulted in several bent struts on the valve and split the esheath along the length." Per training manual, 'push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification," "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system," and "do not over-manipulate the sheath at any time." Steep insertion angle was noted. Steep insertion angle can create challenging pathway during delivery system advancement, leading to resistance. In this case, it is possible difficulty was encountered during delivery system advancement so additional manipulation was applied to overcome the resistance. So, if excessive force is applied to manipulate the device, it can lead to the valve struts interacting the sheath shaft and resulted in the strut damage at the inflow. As such, available information suggests that procedural factors (excessive device manipulation, insertion angle) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.